Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead noted the outer insulation was cut at the proximal region consistent with procedural damage. X-ray examination did not find any anomalies. The cause of the reported event is consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead was found to have an insulation breach. The rv lead was not used and was replaced. The patient experienced no consequences.